Event description:
The reporter stated the surgeon inserted a bausch & lomb lens and during advancement into the cartridge, the lens was pushed to one side and the back haptic straightened out. There was no pt contact or injury. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the foam tip plunger/overrode iol. This is one of two lenses used on this pt - see MFR report # 2023826-2008-00615. A third iol was implanted with no problem.

Manufacturer narrative:
Results: a cartridge lot number search was performed and three similar complaints were found.